Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome, and combination back/leg pain. It was reported that the ins was unable to be recharged. At the clinic the patient reported having issues with charging the device and felt it sometimes switches itself off. The device was interrogated on (B)(6) 2018 and showed charging low. The hcp found this to be due to the ins being too deep to charge properly. There was poor coupling. This was causing problems charging and leading to the device switching off. Etiology was related to the device or therapy specifically to the position of the ins, but not related to the implant procedure. The patient was given a hand controller to check for the system turning off. The ins was repositioned on (B)(6) 2018 which resulted in in-patient hospitalization. The outcome was resolved without sequelae on (B)(6) 2019. No further complications were reported or anticipated.